Event description:
Paraplegic patient in hill rom clinitron bed. Attempted to get out of bed and lifted side rail. Rail broke away from bed and pt became entangled in side rail. Pt sustained leg fracture. See scanned page.